Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076 implantable pacing lead, (B)(6) 2010; 4194 implantable pacing lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis comments are as follows: 112 of 203 lifetime sic have occurred since (B)(6) 2012. 2 non-sustained episodes of <(><<)> 220ms ventricle to ventricle cycles were recorded between (B)(4) 2013 and (B)(4) 2013.

Event description:
It was reported that a history of elevated short interval counts (sic) was observed on the right ventricular (rv) lead. Noise was also observed. The sensing configuration and sensitivity were reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.